Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime fill anomaly. The customer¿s blood glucose was 385 mg/dl at the time of the incident. The customer reports the insulin pump is not filling properly when replacing he reservoir it does not sound right when filling the tub, then the insulin pump was squirting out insulin fast. During troubleshooting the customer states insulin is "squirting out" during the manual prime process. The customer states insulin continues to drip after motor stops during the manual prime process. The customer states they are unable to finish load process, number don't ramp up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed operating current, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. No numbers scrolling during testing noted.